Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had bent cannula, experienced high blood glucose of 435mg/dl and that they were also hospitalized before due to high blood glucose of over 500mg/dl on (B)(6) 2013. Customer stated that they felt sick and was hospitalized for diabetes ketoacidosis. Customer was treated with insulin IV drip. The customer experienced symptoms such as nausea and vomiting. The customer was wearing the insulin pump during the hospitalization. The customer was also assisted with bent cannula troubleshooting and was advised on proper preparation and insertion site per instruction for use. The insulin pump will not be returned for analysis.